Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient's cycler is alarming with an air detected in cassette warning during drain 1 of treatment. The warning occurred multiple times. A fluid leak was discovered. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Patient will perform alternate treatment. In a follow up with pd nurse it was verified there was no patient harm or adverse event, and no medical intervention was required. The patient received a new cycler and is doing pd treatments without issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient's cycler is alarming with an air detected in cassette warning during drain 1 of treatment. The warning occurred multiple times. A fluid leak was discovered. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Patient will perform alternate treatment. In a follow up with pd nurse it was verified there was no patient harm or adverse event, and no medical intervention was required. The patient received a new cycler and is doing pd treatments without issues. The cycler set is not available to return.